Manufacturer narrative:
There were two lot numbers provided by the complainant. It is unknown which lot number was used. The expiration date of these lot number is as follow: 08m18h, expiration date of july 18, 2013. Manufacture date is as follow: 8m18h manufacture date of august 18, 2008. Device history record (DHR) reviews were conducted for the reported lot numbers. The lots were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. If additional relevant information is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) caution: the afterloader connector pathway must be clear and patient movement minimized during radiation treatment to prevent kinking of the catheter. Exercise caution when handling the device to avoid excessive bending of the applicator shaft. Bending or coiling of the shaft to extreme angles could result kinking of the radiation source pathway and /or failure of the device.

Event description:
Facility reported that a "varisource source got stuck in a mammosite. In attempting to retract the source, the hologic hdr afterloader connector collapsed. The collapsed connector further clamped the source wire and forced the extraction of the mammosite from the patient and the subsequent manual recovery of the source." Follow-up in 2009, with the user facility revealed that the incident occurred during the 8th fraction of a 10 fraction plan on the third dwell position. "The source could not be positioned for the third dwell position, an alarm sounded, and the hdr machine attempted to retract the source but failed. The physicist attempted to manually retract the source but was not successful. The physician then removed the mammosite catheter with the source still in place... The patient was then immediately removed from the treatment room and surveyed to confirm that there was no retained radioactive material." The patient was discharged in 2009, was seen on follow-up and reportedly doing well.